Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Multiple follow-up attempts were made to gather additional information, however, the customer did not respond to follow-up attempts. There was no adverse impact to the customer's blood glucose level.